Manufacturer narrative:
Findings: unit button response function properly. No button error alarms noted. However found trace of corrosion on the keypad trace. No battery out limit alarm noted. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with manual injection. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated the button error alarm did not occur right after the pump was exposed to moisture. The customer stated that the moisture exposure is sweat. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.